Event description:
Based on the information provided in the paper ''valve-in-valve transcatheter aortic valve implantation for the failing surgical perceval bioprosthesis. Suleiman t, et al.'' A patient who had pre-operative conditions of acute pulmonary edema secondary to severe regurgitation through their aortic bioprosthesis. On (B)(6) 2016 the patient underwent savr and a perceval size s was implanted for aortic stenosis. An echo was performed which showed severe valvular ar with a partial flail leaflet. On (B)(6) 2020 the patient was referred for viv-tavi and a 23 mm corevalve was deployed inside the perceval. The patient tolerated the procedure well with no gradient or regurgitant jet apparent across the perceval-corevalve combination. The patient was discharged home 2 days following viv-tavi and was asymptomatic from a cardiac standpoint. At a 6 months post procedure check the seated valve showed no regurgitation apparent and a mean gradient of 9mmhg. An echocardiogram 10 months post procedure showed a well.